Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 13 events were reported for this quarter. Product return status. 1 device was received. 12 devices were evaluated in the field. Additional information. 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes 13 malfunction events in which the device had paint chips missing. 13 events had insufficient information received.